Event description:
Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution. Analysis of the returned handheld computer was completed and the reported allegation was verified. During the analysis, it was identified that the handheld would not power on using the ac adapter. The cause for the anomaly is associated with damaged solder connections associated with the handheld sync connector. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Analysis of the returned flash card was completed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that a medical professional was having difficulties when using her programming system. She had to change the wand battery every two weeks due to battery depletion. Review of manufacturing records confirmed that the wand passed all functional tests prior to distribution. The suspected wand was returned for analysis to the manufacturer. Analysis revealed that the reported allegation was not confirmed, although the returned battery was depleted. The current consumption rates were within specification, thereby eliminating any possibility of a condition where a battery might be prematurely depleted by the wand circuitry. Continuity testing of the serial data cable and the battery cable passed. Although a portion of the battery cover latch was broken and missing, this condition had no adverse impact on device performance. After the battery was substituted, the programming wand performed according to functional specifications. Further information was received from the site, indicating that it was in fact the handheld computer which was suspected to be at fault. It was reported that "the handheld activated unexpectedly the wand that is why the battery was depleting very fast". The suspected handheld computer and flashcard were returned to the manufacturer on 04/18/2016. Analysis is underway but it has not been completed to date.